Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter inserted after epidural placement. Drained urine without difficulty. When registered nurse attempted to inflate balloon, the balloon would not inflate. Removed foley catheter and attempted to inflate the balloon and balloon would not inflate. They pulled another item out of the supply room and the same thing happened. After further research, by nursing it appeared to be lot specific. The customer had 8 defective items on hand.

Event description:
It was reported that foley catheter inserted after epidural placement. Drained urine without difficulty. When registered nurse attempted to inflate balloon, the balloon would not inflate. Removed foley catheter and attempted to inflate the balloon and balloon would not inflate. They pulled another item out of the supply room and the same thing happened. After further research, by nursing it appeared to be lot specific. The customer had 8 defective items on hand.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: note: it is not necessary to pre-test the foley catheter balloon. Proceed with catheterization in usual manner using the dominant hand a. When catheter tip has entered bladder, urine will be visible in the drainage tube. Insert catheter two more inches and inflate catheter balloon. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe. Note: use of less than 10cc can result in asymmetrically inflated balloon. Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.